Event description:
Customer reached out to us on 1/6/2020 to notify us that she had to seek medical assistance to remove her saalt cup. When she went to remove the cup, she could not remove it easily. She read the instructions and looked online for tips, but still could not easily remove the cup. She asked for her husband to help and he was unable to remove the cup. She called a pelvic floor therapist for advice, and still could not get the cup removed. She never reached out to saalt directly via email or phone to receive assistance with removal. The customer had tried for several hours, and noted that the cup was overflowing but it was too slippery to reach the cup and remove it. She ended up going to the doctor to have the cup removed. Saalt offered a refund for the purchase of the cup.